Event description:
It was reported that the disposal sensor was not working. There was no patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The complaint was confirmed. There was a faulty microswitch. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.